Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The chair is veering to the right but per tech, the motor will need replaced.